Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000052148.

Event description:
It was reported the patient's lead was explanted and replaced on (B)(6) 2022 for an unknown reason. Investigation was unable to identify which lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
The reason for the procedure that took place on (B)(6)2022 was lead migration.